Manufacturer narrative:
The insulin pump had no button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.